Manufacturer narrative:
X-ray and performance testing. Evaluation summary: the explanted device was evaluated; the free margin of leaflet 1 is damaged near the coaptation of all three leaflets resulting in a flap of tissue. The tissue of leaflet 2 near commissure 3 appears to have been stretched, and delamination has occurred at the free margin. Impressions are present on the outflow surface of leaflets 2 and 3, consistent with forceps marks, most likely occurring from explant. Leaflet 3 near commissure 3 is damaged, possibly torn, and contains forceps type impression marks. These abnormalities in the as received valve would not pass quality inspection during manufacturing at edwards. X-ray imaging, reveals the wireform and stiffener band are intact. The wireform and stiffener band both have a small departure from their normal circular shape in cusp 3. Edwards' standardized in vitro testing demonstrates that the regurgitation of the valve is acceptable per established standards and regulations. The as-received valve showed a 3.4% total regurgitant fraction (trf), which is below the 10% allowance per for this size of valve. No echocardiography recording was provided, thus the behavior of the valve and the reported aortic insufficiency observed in vivo cannot be confirmed. Moreover, multiple attempts to obtain medical records and additional event details from the hcp were unsuccessful. Edwards' investigation and device evaluation suggests nothing to indicate a quality deficiency that may have caused or contributed to this event. It is possible that this explant is related to patient and/or procedure related factors.

Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted at implant due to aortic insufficiency. The patient did not go off bypass prior to explanting this device. The surgeon indicates the leaflets did not look to have coapted properly. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Evaluation: method device evaluation not yet completed. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device was received; however, evaluation has not yet been completed.